Event description:
Pocket erosion was reported. It was stated that patient noticed that his pump began to protrude through his skin; a small section of metal from the pump at the pocket site had exposed. Patient symptoms of drainage/incisional wound opening and pain "less than 50% relief" were reported. It was stated that the patient was quickly titrated down on the medication; drugs delivered via the device were infumorph and bupivacaine. Patient was hospitalized. The pump and a part of the catheter were removed. It was added that the distal portion of the catheter was tied of and left in the patient due to the "patient's sensitivity to spinal headaches due to csf leaks." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed issues accessing the reservoir after internal decontamination due to residue and precipitate in the fluid path. The pump could not be aspirated or filled, and some damage was noticed on the septum. Analysis of the catheter revealed a non-significant indent on the sc connector seal which did not affect infusion.